Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficiently or incorrectly reprocessed device could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "inspection of the auxiliary water feeding function: attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube (see figure 3.18). Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion tube." The following information is stated in the instructions for use which may have prevented the event: "flush detergent solution and air into the auxiliary water channel: 1. Immerse the distal end of the insertion tube in the water. 2. Using the 30 cm3 (30 ml) syringe, slowly flush detergent solution through the auxiliary water channel several times until no bubbles exit the distal end. 3. Using the 30 cm3 (30 ml) syringe, slowly flush air through the auxiliary water channel several times until a steady stream of bubbles exits the distal end. Flushing detergent solution into the auxiliary water channel: 1. Attach the auxiliary water tube to the auxiliary water inlet. 2. Using the 30 cm3 (30 ml) syringe, inject 90 cm3 (90 ml) of detergent solution into the auxiliary water channel (see figures 3.24 and 3.25). 3. Disconnect the auxiliary water tube from the endoscope and immerse it in detergent solution." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the auxiliary channel was obstructed due to reprocessing failure. In addition, no image due to infiltration in the electronic connector, scratched charged coupled device objective lens due to physical stress from mishandling, perforated distal tip rubber due to contact with sharp material, and command key damages due to mishandling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera gastrointestinal videoscope has an obstruction infiltration and imaging problem. During a standard service inspection of the customer returned device, reprocessing failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the auxiliary channel was obstructed due to reprocessing failure. In addition, no image due to infiltration in the electronic connector, scratched charged coupled device objective lens due to physical stress from mishandling, perforated distal tip rubber due to contact with sharp material, and command key damages due to mishandling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera gastrointestinal videoscope has an obstruction infiltration and imaging problem. During a standard service inspection of the customer returned device, reprocessing failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.